Event description:
Customer reported the panorama central station's display shut down and would not alarm, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found an audio plug was not seated properly inside the unit. The audio plug was reseated and the alarm sound problem was resolved. As for the display problem, a power distribution board and power switches were replaced. Unit was calibrated and tested to factory specifications.